Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Contact office correction: (B)(4).

Event description:
The customer believes there "could be a potential FDA issue as (B)(4) stat used in his or under direction of anesthesia, and it does not resume their q3min auto default without utilizing 'start/stop'. They were unaware of this and have been using intellivue since rev g. They now have aging time at 3 minutes, which clued staff in to this. When they miss or are late on even one nbp it is in violation of their practice and poses patient safety issue." No death or patient /user injury or harm was reported.

Event description:
The customer reported that the mx800 did not resume the auto nibp measurement after utilizing the stat function. The machine's default configuration is q3min auto for the nibp measurement. The customer initiated the stat function, which runs for 5 minutes of nibp cycling before ending. The machine would revert back to auto, but would not autocycle; the user had to select start/stop to resume the auto function. There was no reported patient involvement.